Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300-400 (mg/dl) range. Customer changed infusion site, delivered correction boluses and injections to treat bg levels. Recommendation was made to customer to discuss possible factors that may affect bg levels with health care provider.